Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the intensive care unit. Their pacemaker exhibited high pacing impedance, failure to capture, and misconnection with their right ventricular lead. The physician revised the lead in the device header and the test results improved. The patient was in stable condition.